Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer resumed insulin delivery without changing the pump supplies. Customer declined tandem technical support's offer to perform a pump system check. Blood glucose was 219 mg/dl.